Event description:
Patient explained that it causes her severe pain. Her doctor confirmed and revised it all 3 times issue with tubing. She explained that she doesn't remember the exact issue that caused her most recent revision.